Event description:
Self-centering hip was being implanted into a pt for a hip fracture. After the cup was implanted; the poly fell out of the metal shell. The pt was under anesthesia an extra ten minutes due to the problem. Another implant was available and the pt is doing well. The pt is 6' tall.